Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain and inflammation at the ipg site. The physician discovered infection and took samples for culture. The scs system was explanted and the patient was treated with antibiotics.